Event description:
It was reported that the battery gauge was fluctuating resulting in pump shutdown. The customer's blood glucose was not impacted. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text : device not returned.